Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Related complaints olympus reference (B)(4).

Event description:
It was reported the clip applicator had some issues disengaging the clips during every clip, once it was clipped, it did not disengage immediately. The issue occurred during a per-oral endoscopic myotomy procedure and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the following led to the malfunction: -due to some influence during clipping, the amount of operating force increased. -an excessive tensile load was applied to the operating wire due to the increased operating force. -the operation wire came out from the caulking part due to the load exceeding the resistance. -clips can no longer be released with the claws closed. The following are included in the instructions for use (IFU): - do not apply excessive bending, pulling or pressure to this product. It may lead to equipment damage or functional deterioration. - do not round the insertion tube smaller than 20 cm in diameter. The insertion tube may be damaged. - do not use excessive force to operate each part. It may lead to damage of rotating clip device and clip. Olympus will continue to monitor field performance for this device.